Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 40. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed but the clip misfired, still attached to the tissue, would not come off from the catheter. The clip was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient post procedure was reported as fine.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was noticed that the device was half deployed. The clip assembly was returned inside the package. The yoke which was still attached to the control wire was then actuated and deployed. It was also notice that the prongs were locked into the capsule. There was a kink in the control wire. Although failures are observed, the reported complaint event could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed but the clip misfired, still attached to the tissue, would not come off from the catheter. The clip was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient post procedure was reported as fine.